Event description:
It was reported that bd conventional needles- needles are defective/clogged. The following information was provided by the initial reporter, translated from french to english: we inform you of a materiovigilance declaration (internal file: (B)(4)) dated 09/17/2024 on the following medical device: the batches of hypodermic canulas we receive seem to be ¿defective¿ and clogged. It takes at least 5 canulas to prepare an infusion with electrolytes. The device in question is not available, having been destroyed by the declarant.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot numbers 240608. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the provided feedback, we understand an issue related to clogged needle took place, possibly due to coring. However, based on the investigation results and the preventive measures in place, an exact manufacturing related cause could not be determined for this event. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough analysis. We would like to inform you that material 303262 has been created with a regular bevel, compared to material 304622 which had a short bevel. This means that the needle needs to puncture the vial differently. Material 303262 should puncture the vial at an angle of penetration between 45 to 60 degrees. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.